Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had a component issue, it broke during use on a patient, wherein the tip of device¿s jaw broke with no clear cause. Doctor suddenly saw that the tip of the device was damaged without seeing how this happened. There was no patient injury.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. The returned product did not meet specification as received because of the broken tip of the jaw. Photo inspection found that the plastic tip fractured on one jaw. The broken piece was also shown in the picture. The reported condition was confirmed. From the picture inspection, it appears that the insulation tip was probably broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object, where led to the chipping of the insulation. Manufacturing and supplier were ruled out as the possible cause of the fracture by the engineering. Since the incident sample was not received, the cause of failure could not be determined. The investigation could not determine the root cause of the customer complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: thirty five devices were received for evaluation. Visual inspection found that all the devices are in unopened packages. The original complaint was that the device broke during application. The reported condition was confirmed because there was no specific complaint about the 35 devices. The devices were returned as a part of product return as per a recall, according to the engineering. Engineering advised that the devices could be scrapped. The investigation found a sampling of the devices to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received because of the broken tip of the jaw. Visual inspection found that the plastic tip fractured on one jaw. The broken piece was returned. The device was heavily used with a lot of eschar. The rfid logs taken from the device indicate the product was used on an ft10 generator. The device was investigated with the help of engineering who concluded that the plastic tip was broken by damage from an external force. Manufacturing and supplier were ruled out as the cause of the fracture by the engineering. The exact cause of the damage could not be determined. The pictures sent by the customer indicated that the broken tip did not disengage from the device during the procedure. Engineering tested unused devices and could not replicate the mechanical damage to the tip by applying various types of forces. The device's mechanical function, jaw gap, and closed circuit resistance were all evaluated and found to be within specification. The device was plugged into an ft10 generator and was recognized. The device was activated ten times on a saline soaked towel with satisfactory results. Hipot testing showed a failure at the broken tip of the jaw. If information is provided in the future, a supplemental report will be issued.